Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a second mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 due to progression of disease on a patient with a friable posterior leaflet, and prolapsed moderate bileaflet. A mitraclip xt was inserted and deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2026, a transesophageal echocardiogram (tee) was performed and revealed a fragile and torn posterior mitral leaflet (pml), and that the previously implanted clip had detached from the pml and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda), causing the mr to increase to a grade of 2.